Event description:
Event description guidant received information that this implantable cardiac resynchonization therapy-defibrillator (crt-d) measured an out-of-range impedance one day post-implant. An increase in pacing thresholds was also noted.